Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during device power up in the surgical intensive care unit (sicu). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing ,a system error 345 was reproduced. A review of the event history revealed ''system error 345" messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.